Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The customer reported the unit went to ventilator inoperative with error code message of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) referenced failed when they went over a bump. The customer reported that there was no patient involvement.